Event description:
Boston scientific crm received information that this transvenous right ventricular (rv) lead exhibited an increase in pace impedance from 900 ohms to 1400 to 2500 ohms over the last twelve months. Thresholds have also been increasing. No noise was found to be present. The patient paces 0% of the time. Sensing continued to be within normal limits. The health care personnel planned to discuss the issue further with the following physician, as far as how to follow up on this issue. There were no reported adverse patient symptoms associated with these clinical observations.

Manufacturer narrative:
To date, information suggests that this rv lead remains actively in service without further issue. If new information becomes available, this report will be further evaluated and updated.

Manufacturer narrative:
This right ventricular (rv) lead remains implanted. Three weeks ago the patient received and elective implantable cardioverter defibrillator (ICD) upgrade for normal battery depletion. The rv continues to have high out of range pace impedances at the ICD change out and after change out. The thresholds measure 3.0 volts and shock impedances are 36 ohms and stable. The boston scientific field representative called into boston scientific technical services (ts) and discussed that the rv lead does display noise and oversensing but there is no asystole lasting greater than two seconds. The lead remains implanted and the physician will continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
Additional information has been received that this right ventricular (rv) lead continued to display high pace impedance measurements with increased thresholds and noise. As a result this lead was capped and replaced with a new rv lead. No adverse patient effects were reported.